Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2002: patient presented with following pre-op diagnoses: degenerative disc disease l4-5, l5-s1 with mechanical and discogenic low back pain. For which, patient underwent following procedures: l4-5, l5-s1 anterior discectomy. L4-5, l5-s1 anterior fusion. L4-5, l5-s1 anterior segmental fixation, tapered cages, bone morphogenic protein, allograft synthetic cancellous bone. Per op notes, at l5-s1, 18 x 26 mm tapered titanium cages were inserted. These cages were then filled with bone morphogenic protein on an absorbable collagen sponge and allograft synthetic bone. Good tight stable fixation was obtained on both the left and the right cage. A similar procedure was done at l4-5, again, a 16 x 26 mm tapered titanium cages were, again, inserted and gave good tight stable fixation. Those cages were also filled with allograft and bone morphogenic protein on absorbable collagen sponge. An x-ray was taken confirming that levels were identified correctly and the cage were properly sized and situated. On an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.